Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset and assisted the caller through the reset process, after which the pump did not display the cgm error code again.